Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2013. According to the complainant, a fluid loss alarm occurred during the seal integrity phase of the procedure. Fluid was noted to be leaking from the cervix. The physician placed 3 tenaculum and was able to pass seal integrity. One minute into the ablation phase, there was another fluid loss alarm and a minimal leak was noted. The physician aborted the procedure. No patient injury was reported. The patient was reported to be "fine" at the conclusion of the procedure.